Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Only device with lot number 71319091 was returned. The device was returned with the batteries removed from the pack and sitting in the tyvek tray. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection did not find any damage to the original battery pack. Two of the seven batteries in the tray had leaked electrolyte. No other damage was found. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during priming of the tubing before the surgery began the pulsavac battery box was extremely hot with a strong odor of hot plastic. There was no smoke present. There was no patient involvement, so no report of a harm or delay. An alternate device was available for immediate use. Due diligence is complete. No additional information is available. At product evaluation investigation found that two of the seven batteries in the tray had leaked electrolyte. No adverse events were reported as a result of this malfunction.